Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, the pacemaker implantation procedure was performed on (B)(6) 2019. However, when interrogating the pacemaker prior to implantation, messages stating that the pacemaker was in standby mode and that the interrogation was stopped were displayed. After pressing the ok button, the re-initialization process started but could not be completed after 10 minutes. A second pacemaker was nearby during the implantation. As the use of the subject pacemaker was discontinued, the second pacemaker was implanted instead and initialized with the same programmer that was used during the operation.